Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the end of the cannula was crushed about two inches. The user also reported the wire reinforcement was crushed. As a result, an alternate device was used for the procedure. There were no reported adverse consequences to the patient as a result of this event.